Manufacturer narrative:
As noted, this event was discovered during an annual routine maintenance of the subject device. In addition to the foreign material being discovered, other findings included dirt inside the light guide lens, detached adhesive at the distal end, and scratches on the cover on the unit. The investigation is ongoing for this event. However, if additional information becomes available following the device evaluation, a supplemental report will be filed.

Event description:
An olympus evis exera ii duodenovideoscope was returned for a annual routine inspection. During the inspection it was discovered that the forceps elevator had foreign material present. There was no patient involvement during this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation and to correct d9 and g3. Correction to d9 of the initial medwatch. Date returned to manufacturer was 15-feb-2022 (utc). Correction to g3 of the initial medwatch. The aware date should be 15-feb-2022 (utc). Investigation activities have been opened to manage the actions related to this report and any required MDR reporting. The device was returned to olympus for inspection, and reportable malfunction was confirmed. Additionally, the repair center found the following. Foreign material was adhered around the forceps elevator. Inside of light guide lens was dirty. The bending section rubber glue was detached. Plastic cover was scratched. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 2 years since the subject device was manufactured. Based on the results of the investigation, the root cause was not able to specify. The event can be detected/prevented by following the instructions for use which state: all channels of the endoscope, including the elevator wire channel where fitted, must be cleaned and high-level disinfected or sterilized during every reprocessing cycle, even if the channels were not used during the previous patient procedure. Otherwise, insufficient cleaning and disinfection or sterilization of the endoscope may pose an infection-control risk to the patient and/or operators performing the next procedure with the endoscope. Olympus will continue to monitor field performance for this device.